Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 399 mg/dl. The customer was admitted at children's hospital on (B)(6) 2014. The customer father agreed to answer the questions about the hospitalization and stopped in the middle says the questions were too personal. The customer father was assisted in programing basal rates and adjusting the settings of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.